Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of wide complex. It was noted that the shock polarities were not listed on the report. An analysis of device data was performed. It was noted that there may have been a corruption or artifact causing the missing values. Ts discussed possible reprogramming options such as checking other vectors and increasing gain. This s-ICD system remains in service. No additional adverse patient effects were reported.